Event description:
In 2007, this patient underwent endovascular repair of a thoracic aortic aneurysm using gore tag thoracic endoprosthesis. The patient went asystole 2 days later, received CPR, and expired due to bleeding in the left lung cavity. No evidence of aneurysm rupture was identified. The physician believes the death is related to the procedure, but not the devices implanted.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.